Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2026, the patient called and reported that she was experiencing wearable failures. The patient further stated this caused her cgm and omnipod insulin pump to ¿not work properly¿. Due to these issues, the patient went to the hospital. No other specifics were provided, including patient symptoms, treatment details, or how long the patient was in the ER prior to being discharged. When the patient was probed for further event information, the patient disconnected the call. Attempts to reach the patient back for further event details were unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.